Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
After an atrial fibrillation ablation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. Several hours post-procedure, the patient reported chest pain. Pallor and hypotension were noted. A transthoracic ultrasound was done which revealed a cardiac tamponade. A pericardiocentesis was performed, 850 ml were drained and the patient is recovering well. There were no reported performance issues with any abbott device.